Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual identified that the fiber was in one piece, with no defects to fiber body. It was found that the fiber connector had no light exiting the face. Functional analysis showed that the aiming beam was dim, and the console read: applicator has been used 1 time. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. The fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The IFU states: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement.

Event description:
It was reported that during the procedure, the laser device did not work. The procedure was completed with another of same device and no patient complications reported. Analysis of the returned fiber identified a fiber connector fracture.